Event description:
It was reported that this inflatable penile prosthesis (ipp) presented fluid loss. A surgical procedure was performed, during which it was noted that the outer silicone layer of the right cylinder had ruptured, causing in the dacron layer to scar into the corpora and extending to the glans. All components were removed and replaced. No additional patient complications were reported.